Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013, with the following findings: the test strips involved in this case were tested and failed for control solution high. The patient's meter has been returned to lifescan for evaluation; however, the evaluation process has not yet been completed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(4): the reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013, at 8:00 am, the patient was experiencing the symptom of shaking. While symptomatic, the patient obtained the blood glucose reading of 361 mg/dl on the reported meter, and a reading of 187 mg/dl on another meter within an unspecified time period. The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. A quality control test was performed during the troubleshooting telephone call, with passing results. The meter, test strips and control solution were replaced. The patient returned the products to lfs for testing. The patient's test strips were evaluated and failed product analysis with the control solution test failing high. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms began prior to the meter issue and there was no delay in self-treatment. However, as the test strips failed product analysis testing, this complaint is being reported.